Event description:
The reporter stated that the transducer leaked out the top of the stopcocks. This occurred while the child was in surgery. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The sample has not been received from the customer. The device history could not be reviewed without a reported lot number. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. A follow up MDR will be submitted, should information become available that impacts this investigation. No additional action is necessary at this time.